Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases flat. Leak test and microscopic analysis was performed which identified: opening crack on valve, sharp broken on fill channel, wear abrasion, delamination valve, and sharp broken on plug strap. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, a sharp broken on fill channel due to an unidentified (tear) opening, a delamination partial of the valve (adhesive failure) and sharp broken on plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.